Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: location of one essure is unknown"), autoimmune disorder ("total autoimmune system shutdown"), coeliac disease ("celiacs") and gastritis ("gastritis") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1995, (B)(6) 2005 and (B)(6) 2013), ectopic pregnancy in 1997, chronic sinusitis, nasal congestion, chest tightness, panic attack, hypothyroidism, thrombophilia, sinus operation, factor v leiden mutation and ex-smoker. Patient denies fever, chills,headache,dizziness,chest pain,std exposure,altered vision,. Previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included body mass index normal, latex allergy, penicillin allergy, milk allergy, insomnia, palpitations, anxiety, shortness of breath, abdominal distension, flank pain, tonsillectomy, burning sensation, abdominal aortic aneurysm and constipation. Concomitant products included levothyroxine since 2012 to (B)(6) 2017. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, coeliac disease (seriousness criteria hospitalization and medically significant), gastritis (seriousness criterion hospitalization), urinary incontinence ("problems with bladder (can't hold pee), wears special pads"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight fluctuation ("weight instability"), muscle spasms ("foot cramping") and groin pain ("groin area pain"). The patient was hospitalized sometime in (B)(6) 2016. Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune disorder, coeliac disease, gastritis, urinary incontinence, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight fluctuation, muscle spasms and groin pain outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, bladder disorder, coeliac disease, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, gastritis, groin pain, headache, menorrhagia, migraine, muscle spasms, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. X-ray - in (B)(6) 2013: essure confirmation test/1 complete and 1 missing on (B)(6) 2016 patient had ultrasound of the gallbladder resulted in mild hepatic steatosis versus hepatocellular disease. Quality-safety evaluation of ptc: ptc global number: (B)(4) sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. A product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported medical events is not plausible. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received, patient historical and concomitant condition added, concomitant drug added, lab data added events added as follows: device dislocation, vaginal haemorrhgae, menorrhagia,female sexual dysfunction, urticaria,bladder disorder, urinary tract disorder, migraines,headaches, allergy to metals, dysmenorrhoea, pelvic pain, weight fluctuation,gastritis,muscle spasm,groin pain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.